Event description:
New information received notes that the inappropriate ams episodes and the far r wave oversensing were first noted through remote transmissions on (B)(6) 2018.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04113. It was reported that when the asymptomatic patient presented in the clinic for a routine check-up, several inappropriate auto mode switch (ams) episodes due to far-field r-wave oversensing and intermittent ventricular undersensing were observed. It was noted that the far-field r wave oversensing occurred whenever there was intermittent ventricular undersensing. Programming changes were made to reduce the occurrence of ventricular undersensing. The patient was stable and will continue to be monitored remotely.